Event description:
Information was received from the physician that the device was removed because it was not helping and due to discomfort. No further relevant information has been received to date.

Event description:
The patient reported that she had her generator removed because she was having issues with it. The explanted product has not been received for analysis to date. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date.